Event description:
It was reported that the patient lost significant weight and their ipg was up against their spine. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the ipg was repositioned. Everything went well.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.